Event description:
It was reported that pump battery did not charge properly and showed a low power source alert, and that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer.